Event description:
The user facility reported that during an ureteroscopy procedure, a portion of the polyurethane coating peeled away from the guidewire, but the piece remained attached. They were able to pull out the guidewire and the sheared coating in one piece. Another guidewire was used and the procedure was completed successfully with no patient complications. Additional event specific info was not available.